Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not working because there was a tear in one of the cylinders. The hole in the cylinder was identified visually when the device was explanted. The outer layer of silicone had torn from the device. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.